Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that after use of the unspecified bd¿ syringe after the medication was administered the syringe malfunctioned and the needle did not retract. The following information was provided by the initial reporter: the nurse reported that a prolia syringe malfunctioned; the needle did not retract on finish. The nurse mentioned that she was able to push the plunger all the way down and hear the ¿snap¿. A full dose was given to the patient; just the needle did not retract.